Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt)  had to take the controller battery out 20 times yesterday after the controller went blank/unresponsive (and other problems detailed below) when they were charging their ins. Pt said they had to reset the controller to get the recharger antenna (rtm) to charge the ins. Pt said positioning of the rtm over the ins and getting a connection also took a really long time. Pt said they were charging for 3 minutes at excellent yesterday and they did not move, but the controller beeped and the pt saw the "replace controller batteries" message. Pt said they tried to restart the charging session of the ins, but could not "get it back on." Pt said the controller screen eventually went blank/unresponsive. Pt said they had all external equipment replaced 1-2 times (pt said they had the rtm replaced a couple of times). Pt said charging the ins took 2.5 hours and thept kept having to reposition the rtm to get a good co nnection between the rtm and ins. Pt said the screen went blank and white and the rtm relay box and coil kept getting hot when charging the ins. Pt said they had "no trouble" with their previous spinal cord stimulator (scs) but had called many times about this scs. Pt said the controller "would not come on yesterday," so the manufacturer representative (rep) visited the pt yesterday in person at the hospital, and the rep was made aware of the issue. Pt said they had charged the ins the night before yesterday to 100% and turned their therapy off because they did not want to drain their ins because they had an MRI scheduled for yesterday. Pt worked with the rep to get the controller working yesterday at the hospital. The rep helped the pt reset the controller and the controller was in MRI mode. Pt said the controller would go blank/unresponsive when they were charging their ins and when they were just operating the controller without the rtm attached. Pt said the rep took a picture of the issue. Pt said the screen "never went black" when the pt was in MRI mode yesterday for a period of 3 hours. A replacement controller and rtm were sent out. No symptoms were reported. Pt called ps back and said that they received their controller replacement and the controller powered on when they put the battery pack in from their previous controller, but the controller door was too tight and they couldn't get the door off. Pt had assistanc e on the call to get the controller door open. Once the door was open, pt said they had a larger style battery pack in their controller. Pss had pt swap out controller battery compartment door on their previous controller with the controller replacement. Pt said that the controller door did fit after doing that. On the call the pt mentioned that they have had 3 or more replacements since october; pss understood pt was referring to controller replacements. Pt also repeated things that were reported in this case.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755-s, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#:(B)(4) ; product ID: 97755-s, serial/lot #: (B)(6), h3: analysis of the controller (product ID 97745, serial# (B)(6), found contamination on the system connector. Analysis of the recharger (product ID 97755-s, serial# (B)(6), found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.